Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that there was premature battery depletion: 1 month. A contributing factor was there were two leads linked to the ins. No diagnostics were performed. The action taken to resolve the event was the ins was replaced. The issue was resolved at the time of the report. No patient symptoms were reported. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis determined the ins reached its normal end of life. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implant date has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.